Manufacturer narrative:
The customer was sent a replacement pump in style. The customer's mastitis has been resolved and her new pump is working well. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." (B)(6). Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
The customer reported on (B)(6) 2016, that she had low suction with her pump in style advanced pump breast pump. The customer also reported that she was diagnosed with mastitis due to not being able to pump and was prescribed diclloxacillin by her physician. The mastitis has cleared up.